Event description:
I have suffered from many side effects: pain on left side abdomen, severe migraines, chest pain, hair loss, pain during sex, vaginal bleeding, brain fog, tingling on finger tips and toes, dizziness, weight gain, bloating.